Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received multiple shocks shortly after their implantable cardioverter defibrillator (ICD) alarmed. The patient was brought to the hospital after receiving multiple inappropriate shocks at home and enroute to the hospital. The right ventricular (rv) lead trends showed a sudden rise to high undefined pacing impedance that day and the device exhibited premature battery depletion due to the inappropriate shocks. It was further reported that the patient had discomfort, chest pain, and chest wall pain for several days after the inappropriate shocks. The patient also experienced psychological trauma with frequent crying, outbursts of anger, and frustration surrounding this event. The device was reprogrammed to prevent further shocks. The rv lead was capped and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Review of the device record and save to disk data revealed that the device battery voltage drop beginning on (B)(6) 2025 was the result of a vt storm that resulted in the delivery of 46 shocks on (B)(6) 2025 in a very short period of time. It was determined that the device met specifications for normal battery depletion and normal device operation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.